Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their equipment was not working. The patient stated that they did an x ray and the wire was displaced and there was also a bend in the wire. Patient was having a new one placed on monday with no cost. When asked for event date, patient said it never was good after the trial. Patient was giving it time thinking it would get better but it never got better. Patient also said they were having some jock aches in their upper buttocks where the thing was installed and that would last for a few weeks. Patient met with manufacturer people a couple times to the doctor and that was why they got the x ray. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturing representative (rep). They reported that they were you first notified on (B)(6) 2025 and was made aware of the x-ray that showed migration. When asked to clarify the statement, the equipment was not working, they stated that the equipment was working, it was the therapy that was not optimal and not as good as the trial and was not caused by normal battery depletion. The cause of the device not working was determined as the device itself was working, it was the results of the therapy that were not optimal, now they know, due to lead migration and the most likely cause or contributed to this issue was that the lead migrated posteriorly by a couple of millimeters. The steps were or would be taken to resolve this issue was that the patient was having a revision today with their doctor (dr). The issue had not yet been resolved. It was unknown of the cause of the bend in the wire determined and most likely caused or contributed to this issue. The rep had not yet asked the customer to return the device. The device had not been returned to the lab in minneapolis for analysis. The status of the device was it was still in the patient. The patient has the possession of the device. The information has been confirmed/provided by the physician.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 978b128, serial/lot #: (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 12-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.